Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Event description:
It was reported that the numbers on the customer's insulin pump were continuously scrolling when she would try to deliver a bolus. Her blood glucose level was not known. The customer stated the insulin pump was exposed to more humidity than normal. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.